Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Date medical device returned to manufacturer: unknown. The date of notification received by manufacturer has been used for this field. Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for no additive with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for no additive was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that a bd vacutainer® brand sst ii advance tube was missing silica coating. No serious injury or medical intervention.

Manufacturer narrative:
Additional information: a DHR review was conducted. DHR/bhr review: no qns or other issues relating to the reported defect were identified in the DHR.